Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg was not holding a charge well and had to be charged for an extended period of time despite troubleshooting. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.